Event description:
It was reported that device detachment occurred. The target lesion was located in the non-tortuous and mildly to severely stenosed posterior tibial vein. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the device detached at the wire exit point from rapid exchange of a non-boston scientific guidewire. The detached device was then retrieved by using a non-boston scientific support catheter to push through out of pedal access point from right groin to the right foot. The procedure was completed by replacing the device. There was no damage to the vessel, no patient complications, and the procedure was successful.